Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I want pain and side effect gone') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal. Most recent follow-up information incorporated above includes: on 23-jan-2020: fu one and two processed together. Social media received: new events were added: I want pain and side effect gone and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I want pain and side effect gone') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), chest pain ("chest pain"), dyspnoea ("shorting of breath"), burning sensation ("feet feel like they are on fire"), dysgeusia ("taste of nickel in mouth"), cerebral disorder ("brain shocks"), paraesthesia ("tingling feeling/shaking kinda feels"), arthralgia ("hip pain") and back pain ("back pain"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, chest pain, dyspnoea, burning sensation, dysgeusia, cerebral disorder, paraesthesia, arthralgia and back pain outcome was unknown. The reporter considered arthralgia, back pain, burning sensation, cerebral disorder, chest pain, dysgeusia, dyspnoea, paraesthesia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal. Most recent follow-up information incorporated above includes: on 23-mar-2020: new reporter, events: chest pain, shorting of breath, feet feel like they are on fire, taste of nickel in mouth, brain shocks, tingling feeling/shaking kinda feels, hip pain, back pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.